Manufacturer narrative:
Button error alarm and no act and down button response due to corroded keypad traces. Pump received with minor scratched display window, cracked reservoir tube lip, cracked battery tube threads and scratched reservoir tube window.

Event description:
The customer reported via phone call that they received a button error alarm. It was also found the buttons became unresponsive on the insulin pump after the button error alarm occurred. The customer's blood glucose was unknown. However, customer stated their blood glucose was high. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.